Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.